Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
As reported to coloplast, though not verified: the patient was implanted with an aris device in (B)(6) 2021 for stress urinary incontinence (sui). A revision procedure was performed to remove a portion of the aris device in (B)(6) 2022 due to erosion. In (B)(6) 2024, another procedure was performed to remove the remainder of the aris mesh due to erosion. It is alleged that the patient suffered and continues to suffer serious and permanent injuries, including pelvic, groin, and vaginal pain, erosion, failure of the aris to treat her sui, worsening sui, and the need for multiple painful surgeries to revise and remove the eroded aris device.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures.

Event description:
As additionally reported to coloplast, though not verified the patient also experienced: being able to feel the sling, bleeding during intercourse, mesh exposure, constant urinary leakage, visible/protruding sling on examination, dyspareunia. The patient underwent removal of mesh erosion, cystoscopy, posterior colporrhaphy and perineoplasty. A pathology report noted eroded vaginal sling ¿ benign squamous vaginal mucosa with associated foreign material, fibrosis, and minimal chronic inflammation consistent with clinical mesh material. Post (B)(6) 2024 procedure, the patient experienced vaginal bleeding, severe vaginal pain, vaginal discharge, bacterial vaginosis, a small opening on the left side of perineum and vaginitis. In (B)(6) 2024, in-office excision of small piece of intravaginal mesh was performed.

Manufacturer narrative:
H6: medical device problem code a24 was removed.